Manufacturer narrative:
Flow meter involved has not yet been returned for evaluation. Age of the flow meter has not been determined. All flow meters have a date code on them when they leave allied. This type of failure could be caused by rough handling over years of use.

Event description:
It was reported that while using oxygen in a patient room the oxygen flow meter came apart at the splines and came off the wall connector. The flow meter fell to the ground/floor. The nurse was in the patient room at the time and was able to change the flow meter immediately. There was no harm to the patient.